Manufacturer narrative:
Hemolysis was added as an email from the rep claimed of rising ldh. Saturated flow was added from the investigation. The product was returned and it was cut. No further testing was able to be conducted. There was no biomaterial around the impeller, it looked very clean. Data logs indicate an ingestion event though. Hemolysis; the pump was removed due to a rise in ldh on the 24th. There was an ingestion noted on the 23rd and no other information related to the patient. Based on the data log analysis, the root cause of the hemolysis is most likely due to ingested biomaterial. Optical signal issue; it was stated that there was persistent impella position in aorta alarms despite the position being too deep, so positioning was adjusted but the alarms persisted. The data log analysis shows that there was a motor current spike around 1:45pm on 4/23 followed be changes in the ps and saturated flow. The motor current remains high for the rest of the case. About 3 hours later there are impella position in aorta alarms which are due to the discrepancy between the motor current and placement signal. Based on the data log analysis, the root cause of the optical signal issue is most likely due to ingested biomaterial. Saturated flow: the data log analysis shows that there was a motor current spike around 1:45pm on 4/23 followed be changes in the ps and saturated flow. The motor current remains high for the rest of the case. Based on the data log analysis, the root cause of the saturated flow is most likely due to ingested biomaterial. Access site bleeding: it was stated that there was a hematoma and minimal drainage from the jp drain. Due to lack of clinical details on why there was bleeding or how it resolved, the root cause of the access site bleeding cannot be determined. Positioning issues; it was stated that on april 23rd there were impella position in aorta alarms despite the pump being too deep and it was repositioned and position was verified. There are no other clinical details indicating how the pump became too deep, so the root cause of the positioning issues cannot be determined. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions description of the location and characteristics of the thrombus (e.g., size, shape, consistency) relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) medications or treatments that the patient was receiving at the time of thrombus formation surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined

Event description:
It was reported that an impella 5.5 was implanted in a patient diagnosed with cardiomyopathy. Impella in aorta alarm was active despite the pump being too deep, repositioned and correct position was verified. Motor current was narrow and placement monitoring was disabled. The pump was supporting for a month when it was explanted and replaced due to persistent position alarms. There was no lasting harm or injury and the patient survived.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.